Event description:
Patient reported that her bluetooth on the tandem t:slip was not functioning, which resulted in her pump not receiving any readings for two hours. There was no adverse impact to the blood glucose level. Technical support was contacted for software support, but no additional information regarding the outcome of this event was provided.